Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump keeps alarming for can not start pump with air in line. No patient injury was reported.

Manufacturer narrative:
H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found a damaged air detector sensor. Functional testing found the pump keeps alarming "cannot start pump w/air in line" was duplicated. During the functional test, constant "cannot start pump w/air in line" message was detected when trying to start infusion. Replaced the air detector sensor. The root cause of the reported issue was found to be user interface. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms # (B)(4). Corrected data: d4: model num 2120, catalog number: 21-2120-0104-01.